Event description:
The customer reported that the "cables are not connecting and reading to monitor". The issue was localized to the trunk cable. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.